Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead displayed undersensing. An x-ray was completed and verified that the lead was in place and had not dislodged. Follow up was conducted and there was no reprogramming completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.